Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is evidenced by the presence of organisms discovered through gram-stain that include staphylococci and streptococci species, both normal flora of human hands and skin. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell count were obtained from the patient for diagnostic testing in the outpatient clinic on (B)(6) 2025; however, the outpatient clinic has only received the results from a gram-stain which showed gram-positive cocci in clusters. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip cefepime at 1000 mg daily for two weeks to address the infection. The patient is recovering from this event as they continue antibiotic therapy at home. It was reported, though the source of infection was unknown, there was no indication of a causal or contributing malfunction or deficiency of any fresenius product(s) or device(s). The patient remains on continuous cyclic pd therapy on the same liberty select cycler throughout the treatment course.